Event description:
It was reported that following a revision procedure (MFR. Report no. 3006630150-2024-02326), the patient had itchiness at the bandage area. It was determined that the patient had an infection at the pocket site and drainage could be noted. Infection was not procedure related and it was unknown if it was device related. The physician cleaned out the infected area and put the patient on a course of antibiotics. The patient had also seen a wound care doctor that treated the infected area. Upon follow-up, the incision site looked good and physician had cleared the patient of infection.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.